Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 25-jun-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving fentanyl 500 mcg/ml; 24 mcg/day and bupivacaine 6 mg/ml; 0.2883 mg/day via an implantable pump. Indication for use was non-malignant pain. The date of the event was (B)(6) 2019. It was reported the patient presented to the emergency room with increased pain, nausea, swelling at the pump site. The patient recently had the pump replaced to the abdomen and was back because of the issues. The hcp determined that the catheter was leaking and scheduled immediate replacement. The intrathecal portion was replaced. It was unknown if any environmental/external/patient factors may have led or contributed to the issue. Patient status was alive - no injury. The issue was resolved. Patient weight was unknown. Medical history was pancreatitis. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative. The cause of the catheter leaking was not determined. The catheter will not be returned as it remains in the patient and was tied off.